Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited that the image displayed error b30 (scope communication error) and the bending section shows corrosion formed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image displayed error b30 (scope communication error) and the bending section shows corrosion formed. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.